Manufacturer narrative:
The field service engineer replaced the probes and adjusted the washing of cuvettes and probes in the rinse station. He further found eco-d crystals on the joints of the cuvette segments, indicating possible low humidity in the laboratory. The investigation could not identify a product problem. The investigation determined the issue is consistent with a maintenance and environmental issue at the customer site.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ureal (urea/bun) assay on a cobas 8000 c 702 module. The sample initially resulted in a ureal value of 0.54 mmol/l and repeated as 8.23 mmol/l. No questionable result was reported outside of the laboratory. The ureal reagent lot was 675674 with an expiration date of 31-aug-2023.